Manufacturer narrative:
Method of evaluation: (to be specified): review of the device history record. Review of the lifecell complaint system for any other complaints reported to lifecell against the devices distributed from this lot. Results of evaluation: review of the device history record resulted in no remarkable findings, with no deviations related to the nature of this complaint. To date, 195 devices from lot s10693 were distributed, including 143 devices that were reported as implanted, with no similar complaints reported to lifecell.

Event description:
It was reported to lifecell that the device contributed to an adverse event of prolonged surgical procedure when a tear was repaired.